Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device on the second or third clip stuck on the vessel then had to be pried off the vessel by forcing the handle apart. There was no tissue damage. The second device fired a c shaped clip on the first firing. A third device was used to complete the procedure. No adverse consequences reported.

Event description:
The user stated physicians brought to their attention that the results they had been reporting for hemoglobin a1c since (B) (6) 2009 had been "suspiciously high". All controls had been in range, but patient samples were running above 15%. It was determined the user had incorrectly programmed a value for the calibrator standard causing a shift in the calibration curve. There were no flags on the calibration and all qc results had been in range during the time the calibrator standard value was incorrect. On (B) (6) 2010 and after correction of calibrator standard value and recalibration, the user repeated some of the samples and the values were lower. Of the results for 12 patient samples provided, the results for four were discrepant. Sample 1 initial result was 18.52%, repeat result was 6.95%. Sample 2 from a (B) (6) female, initial result from (B) (6) 2010 was 9.26%, repeat result was 5.96%. Sample 3 from a 50 year old male, initial result from (B) (6) 2010 was 13.26%, repeat result was 5.90%. Sample 4 from a (B) (6) male, initial result from (B) (6) 2010 was 24.84%, repeat result was 11.60%. None of the patients were directly treated based on the erroneous hemoglobin a1c result. The hemoglobin a1c reagent lot numbers was 61682501 from (B) (6) 2009 to (B) (6) 2010 and was 62273801 from (B) (6) 2010 to present. The user felt the issue was resolved by the correction to the calibrator standard value, as they have not had any issues with the assay since the correction.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Based on the manufacturer's investigation, a hemoglobin calibration curve direction check will be implemented in the (B)(6) gen. 3 test.